Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Update to section b1: type of report: additional information received notes there were no product problem; hence only an adverse event shall be applied.

Event description:
New information received noted the patient's pacemaker, right atrial lead and right ventricular lead were explanted due to infection. There was no complaints or allegations made against the products. No patient consequences were reported.

Event description:
It was reported that the patient was presented in the hospital for a procedure. The patient's pacemaker, right atrial lead and right ventricular lead were explanted for unknown reasons. The procedure was completed with no replacement. No patient consequences were reported.